Event description:
It was reported that the procedure was to treat a lesion in a saphenous vein graft to the right coronary artery. A non-abbott embolic protection (ep) device was advanced. Next, the 3.5 x 33 mm xience xpedition stent delivery system (sds) was advanced, and the stent was deployed. When the ep device was removed, resistance was noted with the implanted stent. The ep device continued to be removed, and the stent was removed, as well. It was noted that a small portion of the stent remained in the radial artery, and was not attempted to be removed. The lesion was then re-treated with a new xience xpedition stent through the femoral artery, and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent fracture was able to be confirmed. The difficulty removing the other device and device damaged could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove another device, stent fracture, or device damaged by another device from this lot. Based on the reviewed information, no product deficiency was identified.